Event description:
Reporter alleged obtaining the results of 475 mg/dl, 206 mg/dl, 294 mg/dl, 327 mg/dl and 203 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he had just taken his 30 units of levemir about five minutes before testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.